Event description:
Voluntary medwatch received states that the lead was explanted due to infection. No patient consequences was reported

Manufacturer narrative:
Voluntary medwatch report received: mw5157869